Event description:
It was reported that the patient had drainage from their mediastinal incision. The patient was afebrile but had an increase in white blood cell (wbc) counts. The patient was treated with antibiotics and a prevena wound vacuum assisted closure (vac). The patient used the bedside commode and began to bleed from the right buttock dressing. There was a pool of bright red blood in brief outside of the dressing. Pressure was held, silver nitrate was applied and several sutures were placed. On (B)(6) 2022 the patient's prevena wound vac kept beeping with likely air leak. The patient was to come into office for a replacement. The wound was noted to be almost closed with 1 centimeter long opening, with serous drainage present. The skin was cleaned with soap and saline. The patient was given antibiotics and an antifungal treatment. There was a skin barrier applied to the surrounding skin and a new skin prevena wound vac placed. The patient was provided with sterile dressings to apply to site. On (B)(6) 2022 the wound vac kept alarming and was removed. The patient had significant drainage and was admitted with sternal wound infection given drainage and appearance. The micro was without significant growth and other prior swabs had not grown anything. The wound was a non-healing wound due to severe protein calorie malnutrition without evidence for sternal dehiscence or infection. The patient was to continue empiric antibiotics. The wound vac was placed to portable vac for discharge and was to be removed on (B)(6) 2022 at the first follow-up. A swab began to show light growth of candida albicans, and the patient was to continue with antibiotics. The patient's mean arterial pressure was 68 and the patient was started on levophed (norepinephrine). On (B)(6) 2022, the patient returned to surgery for sternal wire removal. Debridement was performed and chest closure was delayed. On (B)(6) 2022, the patient returned to surgery for mediastinal washout. On (B)(6)2022, the patient returned to surgery for washout of the sternal wound. It was noted that the patient had hypoactive bowel sounds in all four quadrants, the abdomen was soft and non-tender, and the last bowel movement was (B)(6) 2022. Ileus was found while obtaining standard of care x-ray after feeding tube placement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2021 the patient went into the operating room for sternal incision and drainage and wound vac placement. Overnight the patient had continued bleeding from the sternal site. The wound vac was removed and the wound was packed. The patient received blood products. On (B)(6) 2022 the patient had a sternal washout and an omental flap and j-tube placed. The patient had a history of arrhythmia prior to implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (infection, bleeding, respiratory failure, cardiac arrhythmia, and patient condition) and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists infection, bleeding, respiratory failure, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection and cardiac arrhythmia as potential late postimplant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that after the (B)(6) 2022 return to surgery for sternal wire removal and debridement, the patient had a delayed chest closure and returned to surgery on (B)(6) 2022 for a mediastinal wash-out. On (B)(6) 2022 the patient returned to surgery for washout of sternal wound. The patient had hypoactive bowel sounds in all four quadrants. The nursing assessment found abdomen to be soft, non-tender. The last bowel movement was (B)(6) 2022 and an ileus was found while obtaining standard care of x-ray after feeding tube replacement. On (B)(6) 2022 the patient had a sternal washout and an omental flap and j-tube placed. On (B)(6) 2022 a sternal reconstruction was done with bilateral pectoralis major turn over muscle flaps and re-arrangement. The patient was extubated at 10:35 and placed on bilevel positive airway pressure and was reintubated for hypoxic and hypercarbia respiratory failure. The patient had decreased level of consciousness and abnormal blood gas. The patient shoed ventricular tachycardia (vt) on the monitor with heartrate between 130 and 140. The patient was tachypneic with labored breathing. The vt persisted after medication was given and respiratory status declined, the patient was cardioverted without success and the vt was persistent. The patient has sacral and coccyx wounds with vacuum assisted closure and a double white blood cell count.